Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The customer facility called to report that their vapr coolpulse90 electrode failed during a rotator cuff procedure. The tip of the electrode fell off in the patient during the procedure. They were able to find the tip and remove all debris from the patient. The case was completed using another like device. There were no adverse patient consequences or time delays reported. The facility contact had no more information to give regarding the issue. The device will be returned for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer facility called to report that their vapr coolpulse90 electrode failed during a rotator cuff procedure. The tip of the electrode fell off in the patient during the procedure. They were able to find the tip and remove all debris from the patient. The case was completed using another like device. There were no adverse patient consequences or time delays reported. The facility contact had no more information to give regarding the issue. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the active tip of the device showed signs of activation. The active tip is missing from the distal tip assembly. The active suction tube was removed and not returned with the device. Additionally, it was also noted that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. There is a missing arched section of the distal tip which held the active tip component. Further electrical and functional tests could not be carried out due to the device damage. The reported condition can be confirmed. A supplier CAPA has been opened to investigate the occurrence of the active tip failures. The potential root cause for this CAPA was identified as insufficient weld material and retention, mechanical fatigue due to stress corrosion pitting and welding process, and device misuse in terms of extended activation or overloading of mechanical forces. A DHR has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 dissimilar complaint for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The customer facility called to report that their vapr coolpulse90 electrode failed during a rotator cuff procedure. The tip of the electrode fell off in the patient during the procedure. They were able to find the tip and remove all debris from the patient. The case was completed using another like device. There were no adverse patient consequences or time delays reported. The facility contact had no more information to give regarding the issue. The device will be returned for evaluation.